Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.0 into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to excessive vault. In a separate surgery that day a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim # (B)(4).